Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy a lobectomy procedure, there was poor staple formation and there was partially fired stapling. There was an incomplete staple line. A new box of reload was used to complete the case. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of five devices. Visual inspection for reload one and reload two noted that both reloads were fully fired and the staple pushers were visible at the zero cut line. Microscopic evaluation of reload one and reload two noted that both reloads had damage to the cutting edge of the knife blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged knife blade may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopy a lobectomy procedure, there was poor staple formation and there was partially fired stapling. A new box of reload was used to complete the case. There was no patient injury.